Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0j96z, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The manufacture representative reported the device system was functioning normally but was explanted due to recurring urinary tract infections (uti) that started ¿several months ago.¿ there were no problems at the explant and there were no plans to have replacement surgery. Unknown if the patient recovered completely from the utis. Cause and outcome remain unknown. Follow up was conducted to obtain additional information. The patient was indicated for urinary dysfunction and gastrointestinal/pelvic floor.